Event description:
It was reported to boston scientific corporation that a profile medium oval snare was used during a colonoscopy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the snare loop would not close and cut. The procedure was completed using another profile medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.